Manufacturer narrative:
The device was returned for analysis without the imaging window. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the imaging window was detached, and the imaging core was coiled. Based on the evidence, the as reported code of sheath detachment of device or device component can be confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During post dilation after pullback in pre-dilation, the catheter got separated approximately at the lapjoint. The device came off when it was tried to insert inside the patient. The procedure was completed with another of the same device. No patient complication was reported.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Imaging was performed at pre-dilation with no issues. However, when an attempt was made to insert the device again during post-dilation, the catheter separated around the lapjoint, while still outside the patient. The procedure was completed with another of the same device. No patient complications were reported.